Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have premature battery depletion (pbd) due to a drop in longevity estimates given over the last year due to high atrial outputs as well as occasional ventricular outputs. It was noted there was a drop in sensing and a rise in threshold measurements on the non-boston scientific right atrial (ra) lead since late march of last year. It was also noted the non-boston scientific right ventricular (rv) lead has shown an increase in threshold variability since september of last year as well. The electrograms (egms) show no artifacts nor non-sustained ventricular tachycardia (nsvt) episodes. A request was made to have data from this device analyzed. At this time, no additional information has been received and there is no evidence to suggest that intervention has been performed. The device and both leads remain in service. No adverse patient effects were reported. Received additional information from technical services (ts) advising power consumption has been relatively constant throughout the year. Ts provided a review of device output along with troubleshooting and programming recommendations. At this time, the device and the non-boston scientific leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have premature battery depletion (pbd) due to a drop in longevity estimates given over the last year due to high atrial outputs as well as occasional ventricular outputs. It was noted there was a drop in sensing and a rise in threshold measurements on the non-boston scientific right atrial (ra) lead since late (B)(6) of last year. It was also noted the non-boston scientific right ventricular (rv) lead has shown an increase in threshold variability since (B)(6) of last year as well. The electrograms (egms) show no artifacts nor non-sustained ventricular tachycardia (nsvt) episodes. A request was made to have data from this device analyzed. At this time, no additional information has been received and there is no evidence to suggest that intervention has been performed. The device and both leads remain in service. No adverse patient effects were reported.